Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the left ventricle lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.